Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer returned insulin pump for an alleged moisture damage, broken belt clip rail. Device passed the self test, active current measurement and displacement test. However, insulin pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. No blank display during testing or battery alarms in trace/history file. Device was cut open to perform visual inspection and found moisture damage on the pcba1/pcab2 during visual inspection. Device had scratched case, cracked keypad overlay, overlay scratched, broken belt clip rails. Device p-cap / test reservoir lock in place properly. In conclusion, insulin pump received with high sleep current measurement due to moisture damage electronic assembly. Broken belt clip rail confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that there was water at the screen. Customer stated that the insulin pump was failed in self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.